Event description:
It was reported that the flex deflectable videoscope exhibited no image. The issue was found during preparation for use for an unknown therapeutic procedure and the procedure was completed using a similar device. There were no reports of patient harm

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, root cause could not be identified. However, it is presumed that the event was caused by damage to the image sensor unit (disconnection, etc.) Or failure of the mounting components (ic chips, capacitors, etc.) Of the electrical board due to use stress, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.